Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Reporter called stating the tampon was coming apart while her daughter was using it. She had to pull out each piece of the tampon that fell apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cramps...after the tampon came apart inside me [uterine spasm] throwing up [vomiting] generally not feeling well [malaise] next couple of days after the tampon was falling apart I used...my fingers to fish out any remaining pieces [foreign body in reproductive tract] tampon coming apart while using it [device breakage]. Reporter called stating the tampon was coming apart while her daughter was using it. She had to pull out each piece of the tampon that fell apart. No injury was reported. Follow-up: the consumer called stating the next couple of days after the tampon was falling apart, she used her fingers to fish out any remaining pieces. No serious injury was reported.